Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (low valve positioning, and fair image intensifier angle), in addition to patient factors (severe native valve calcification, horizontal aorta, and mac) likely contributed to the malposition of the valve. Deployment of the sapien xt may have caused damage to the calcified mitral valve resulting in mvr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a ta tavr procedure, the valve landed too ventricular resulting in native leaflet overhang and increased mitral valve regurgitation (mvr). A second valve was placed. Initially, there was concern regarding sizing of the valve and the patient¿s very horizontal aorta. The decision was made to use a 26mm sapien xt. The 26mm ascendra + delivery system (ds) was prepped with 1cc less volume (19cc total) per the doctor¿s request. Resistance was encountered while attempting to cross the native annulus. After multiple attempts, the native valve was crossed and a 26mm sapien xt valve was positioned 50:50 aortic/ventricular (a/v). During deployment, the valve moved ventricular; resulting in a final 10:90 a/v position. Post deployment, the patient developed complete heart block (chb) and the temporary pacemaker (tpm) was left on. At that time, echocardiography revealed native leaflet overhang and increased mvr. A second valve was again prepped with 19cc volume. The second valve crossed the first valve without issue and was positioned 50:50 a/v in the native annulus, resulting in no paravalvular leak (pvl) and no central aortic insufficiency (cai). Echo confirmed an increase in mvr with torn chordae and damage to the basal portion of the anterior leaflet. No actions were taken. The ds and sheath were removed and the surgical sites were closed without issue. The patient was transferred to ICU in stable condition, with the tpm left in place due to the chb. No permanent pacemaker (ppm) was required. The patient¿s native annulus measured 23mm by transesophageal echocardiogram (tee). It was stated noted that the original positioning of the first valve may have been lower than intended. In addition, possible slow valve inflation during deployment, fair image intensifier angle, severely calcified native valve, and mitral annular calcification (mac) contributed to the malposition. The first valve may have cracked the calcified anterior leaflet, resulting in an increase in mvr.